Event description:
It was reported via repair work order that the hi/lo was inoperable due to a cracked motion interrupt pan that engaged the cherry switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.